Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated by the supplier, and the reported event was confirmed. Device was returned to supplier, ab medical. The device visually looks good. Runs ok at low rpm but gets bound at 2,500 rpm, also hall signals have noisy signals. Motor heats up really fast, fails hi-pot step 2, moisture around motor body in housing. Debris behind motor. The motor, rvs, flex circuit, o-rings and all seals were replaced and tested per procedure. Maintenance record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause determined to be corrosion, bad motor - heats up fast, and runs rough at higher rpm's. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to a zimmer biomet supplier for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the powerpump would not work; however, there was no patient harm or delay in the procedure. No adverse events have been reported as a result of the malfunction.